Manufacturer narrative:
A member of the clinical adjudication committee for the on-x aortic prosthetic heart valve low dose warfarin post approval clinical registry study, a medical doctor, reviewed the patient¿s medical records to determine the death of the patient is not related to the on-x valve. Based upon this information, there is no allegation of deficiency toward the valve. Therefore, no further investigation is warranted. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report : "this is subject 419 form the on-x aortic post-approval study. Sudden death." Additional information received relayed the patient underwent CABG x3 during implant of on-x valve .

Event description:
According to the initial report : "this is subject 419 form the on-x aortic post-approval study. Sudden death." Additional information received relayed the patient underwent CABG x3 during implant of on-x valve .

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.